Manufacturer narrative:
An ocd field engineer visited the site, cleaned the camera lens and diffuser plate and made adjustments to the reader camera brightness to it's optimal setting. The fe also created a new reference image and performed wad diagnostics testing without any issues. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that in 2008, the ortho provue analyzer interpreted a patient's sample as antibody screen negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.